Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient cannot turn his ins back on. The patient 's programmer shows his left ins is off today. Patient says she did not turn it off. The patient was walked through on how to use the patient programmer. The patient turned ins on and confirmed the patient programmer shows on and ok. The patient was instructed to use the patient programmer on the right ins and confirm that it is on as well. Patient programmer showed the right ins is on. Troubleshooting resolved the reported issue. The patient mentioned that the doctor says they will need to replace the left ins, he then says the right one. No symptoms were reported. No further complications were reported or anticipated with this event.